Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the patient's aortic neck was 30-40 degree angled and when the bifurcated stent graft was deployed it slipped down slightly and there was a proximal type 1 endoleak present; therefore, an aortic cuff was implanted. A compliant reliant balloon was then used to dilate the cuff. At the end of the procedure there was no endoleak present. No additional clinical sequelae were reported and the patient is fine.